Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display on the insulin pump went blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 80 mg/dl. The insulin pump passed the selftest. Customer was advised the battery cap would be replaced and to monitor the insulin pump.